Manufacturer narrative:
The device was initially misidentified as the introducer; the correct device is the companion sheath, as reflected in d1 (brand name) and d4 (catalog number). Other product-specific information (e.g., unique device identifier, lot/serial number, expiration date, and date of manufacture) is unknown at the time of this MDR submission. Should this or any other relevant information become available, a follow-up report will be submitted accordingly.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 78 year old male patient who had been admitted in with known coronary artery disease with a planned protected percutaneous coronary intervention (pci). Other medical history was not shared. The pump was placed via the 14fr sheath using the single access technique and use of the 7fr companion sheath. There was blood loss/leaking from the sheath valve during the supported pci. The team had to infuse 1 unit of red blood cells. The pump and introducer were explanted at the conclusion of the pci. The patient survived the leak.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 catalog, UDI, lot, and exp date updated. H4 device MFR date updated.